Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the mobile power unit (mpu) serial number unknown, could not be confirmed through this analysis. The mpu was not returned and there were no photos of the damage submitted for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿ explains how to care for and clean all equipment, including the mpu. The patient handbook section 10, entitled ¿safety checklists¿ and IFU section e, entitled ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate mobile power unit could not be reviewed as the serial number of the unit was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch ufr (B)(4), that the patient arrived at clinic on (B)(6) 2024 with their damaged mobile power unit (mpu). The mpu had a damaged white cable connector, which prevented the white system controller cable from fully seating. The mpu was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.